Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A report states that this lead had noise, impedance issue and atrial tachy response. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).